Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture. It was further reported that the right atrial (ra) lead exhibited elevated pacing thresholds and suboptimal sensing. The rv lead and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.